Event description:
The pt received an scs system which included two leads from the same lot. The pt reported a sensation of numbness in his leg. In addition, the pt stated that the stimulation was not covering his areas of pain. The pt requested to have his scs system reprogrammed. The MFR has made numerous attempts to contact the pt to no avail. The telephone number provided by the pt is no longer a working number. It was reported the pt canceled his last doctor's appointment and has a history of non-compliance. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.